Manufacturer narrative:
Although the customer initially reported a service code and blank screen, they later reported the AED will not power on. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED's asi is flashing red, the screen is blank and the unit is reporting a service code. The customer did not report this occurring during patient use.